Event description:
It was reported that the gravity set 60dp checkvalve 3 sms luer lock was found to be "flipped the wrong way". The following information was provided by the initial reporter: "per the customer, the third luer lock is flipped the wrong way."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/30/2020. H.6. Investigation: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of misassembly with lot #20015252 regarding item #(B)(4). One sample was received for quality investigation. The customers complaint of misassembly was verified by visual inspection. The customer statement that the third luer lock was inverted was incorrect, however, the third smartsite y-site is the component that was inverted on the assembly. A device history record review for model 42433e lot number 20015252 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue is a misassembly at the manufacturing facility.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code: 1354, 2944. FDA patient problem code: 2645.

Event description:
It was reported that the gravity set 60dp checkvalve 3 sms luer lock was found to be "flipped the wrong way". The following information was provided by the initial reporter: "per the customer, the third luer lock is flipped the wrong way."